Event description:
It was reported that during the use of the device, it was found a leakage of air and some water in the cuff. No patient injury was reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is design. DHR review was done, no issues related to the original complaint were found.